Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Occupation-nurse manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported failure of the angio-seal device footplate to deploy into the vessel lumen. Resulting in the entire device being withdrawn despite completing the final steps of deployment; snapping delivery sheath and closure device together, pull back click to deploy footplate and withdrawal of the device to expose the collagen plug. Failure to secure hemostasis, development of groin hematoma. Manual compression was required. An angio-seal 0.035' guidewire and 6f terumo femoral sheath with radiopaque marker 10cm length were used with the reported product. Additional information was received 14nov2020. A 6fr sheath was used. The event occurred post treatment. The patient had a small hematoma at the site of failed angio-seal deployment and critical limb ischemia. Additional information was received 22nov2020. Neither the anchor nor collagen plug emerged from the sheath upon device removal. As part of the post treatment completion angiogram, cfa was also assessed at time of arterial access (6 mm diameter). There were no issues with insertion the device did not deploy during withdrawal. The procedure performed for the patient prior to use of closure device was a bilateral aortoiliac angioplasty and stenting.